Manufacturer narrative:
The involved dialysis tubing set-up devices and tego connector devices were discarded. The exact cause(s) of the reported events, product issues are unknown. Device(s) not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting multiple issues (component damage; occlusion & leakage) with use of d1000 tego connectors and unknown dialysis set-up. It was reported that on (B)(6) "..patient arrived to unit on the morning of his dialysis run and reported there was blood on his shirt near his cvc, blood was also present on the pouch surrounding the catheter ends. Clamps on cvc were closed. Unable to withdraw from arterial lumen, crack noted on tego connector on the arterial port.". The tego device was removed, replaced and discarded. There were no reported patient injuries and or adverse outcomes. Additional event / usage information although requested was not available.